Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the subject device did not work normally. Furthernore omsc investigate the inside of the subject device, the turret and rgb filter did not work normally. The cause of the failure of the turret and rgb filter could not be conclusively determined. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Omsc surmised that this phenomenon is an accidental failure. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
During the urgent hemostasis with the endoscopic system including the subject device, the endoscopic image on the monitor disappeared. After that, the subject device suddenly turned off itself. When the user checked the condition of the unspecified cable connecting to the rear panel of the subject device, the endoscopic image appeared on the monitor. However, the user replaced the endoscopic system to the unspecified another system because of unstable operation of the subject device. The user changed the procedure to ivr (interventional radiology) because the patient¿s bleeding was too heavy and the patient¿s condition became worse. The user reported that the replacement of the subject device had not affected the patient¿s condition. There was no report of the patient injury other than above.